Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
A surgery was performed with the incore lapidus system on (B)(6) 2019. Post operation, the medial and lateral screws broke near the junction with the post. It was reported that the device remains implanted but a revision surgery may be necessary.